Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus/basal. The drive support cap is recessed. The device was not exposed to a magnetic field. Motor error occurred 5 times in the last 30 days and the alarm history showed a motor position encoder error alarm. Customer was able to complete the rewind sequence. Blood glucose value was 87 mg/dl. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump was received with stuck in motor error alarm loop during bolus/basal delivery and error alarm confirmed in alarm history. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had cracked case at display window corner, minor scratches on lcd window, cracked reservoir tube lip and missing end cap sticker.